Manufacturer narrative:
Other applicable components are: product ID :3998, lot# j0504383v, product type: lead. Product ID: 3888-28, lot# l65462, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of rsd/causalgia - complex regional pain syndrome. It was reported that the patient lost therapy and the ins battery was low and would be replaced. The manufacturer representative reported that the impedances were higher at 1k ¿ 2k ohms. It was reported that the stimulation started fading 6 months ago and the patient lost stimulation 45 days ago. Additional information was received from a manufacturer representative. It was reported that the ins was depleting. The patient was scheduled for replacement on (B)(6) 2018, but was denied by insurance. The patient is awaiting approval with an appeal to have the battery replaced. No further complications are anticipated. (B)(6) 2018, (B)(4) (rep): additional information was received from the manufacturer representative. It was reported that the patient's battery was replaced on (B)(6) 2018 with a new primary cell battery. It was noted that during the replacement, the patient was getting perception on 9v, but it was inconsistent. One electrode pair was at 4000 ohms but it came down. No further complications are anticipated.